Manufacturer narrative:
Lot# 14e857; visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to be the overload during usage.

Event description:
It was reported that; the collar of the trial handle broke off.

Event description:
It was reported that; the collar of the trial handle broke off.